Event description:
It was reported that, the right ventricular (rv) lead from this implantable cardioverter defibrillator (ICD) exhibited high shock impedances out of range and an increase of the pacing impedances, within range values. Additionally, this ICD delivered an inappropriate shock due to electromagnetic interference (emi) oversensing. The technical services (ts) discussed troubleshooting options and recommended to perform a lead full evaluation due to calcification and fracture suspected. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that, the right ventricular (rv) lead from this implantable cardioverter defibrillator (ICD) exhibited high shock impedances out of range and an increase of the pacing impedances, within range values. Additionally, this ICD delivered an inappropriate shock due to electromagnetic interference (emi) oversensing. The technical services (ts) discussed troubleshooting options and recommended to perform a lead full evaluation due to calcification and fracture suspected. This ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, troubleshooting and a defibrillation threshold (dft) test were performed in clinic to test lead integrity. This ICD remains in service. No adverse patient effects were reported.